Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the patient presented to the hospital and was experiencing shortness of breath. The lead exhibited loss of capture and was explanted and replaced.